Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery fully depleted and the pump shut off. The customer's blood glucose (bg) level rose to over 400 (mg/dl) with high ketone levels. The customer was then hospitalized for the elevated bg level and diabetic ketoacidosis (dka). While in the hospital the customer received fluids and insulin intravenously. The customer was released from the hospital 4 days after being admitted. Reportedly, the customer could not remember the last time the pump was charged. During troubleshooting the customer loaded a new cartridge onto the pump and resumed insulin delivery via the pump. In addition, the time and date were observe to be inaccurate on the pump. The customer was unsure of how or when the time and date became inaccurate. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.